Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the hole in hose is due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The cause of the power broken was failure to follow the directions for use and running the device in the safe or load position this is user error. A review of the service history record indicates that the device had not been returned previously for the same malfunction. The assignable root cause was determined to be due to device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had an unspecified malfunction. It was noted that the device was returned with an additional motor device. During in-house engineering evaluation, it was determined that motor device ran in safety (powerbroken) and had a hole in the hose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.